Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving dilaudid (1 mg/ml at 0.1 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, during the implant procedure, the catheter coiled upon attempted implant. The stylet punctured the catheter when the physician tried to reload the catheter. A different catheter revision kit was used, the implanter had to insert the needle in a different space, and the implant proceeded as normal; it was successful. The issue was resolved. The patient outcome was reported as "alive - no injury."

Manufacturer narrative:
Analysis of the catheter identified damage to the catheter body and/or guidewire that occurred during implant. Evaluation result code and evaluation conclusion code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.